Manufacturer narrative:
Our quality engineer inspected the 4 photos submitted for evaluation. The issues of foreign matter, component damage ¿ no leak, and cosmetic issues were confirmed upon inspection of the photos. One photo displays black marks on the housing of the stopcock, another photo displays what is reported to be a dent on the tap of the stopcock. The photo is unclear so a dent cannot be visually confirmed from the provided photo. The last photo displays what appears to be damage to the stopcock housing. The reported defects were confirmed. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information received.

Event description:
Black marks, scratches, dents found during production at atom. 269 black marks, 5 scratches, 3 dents.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.